Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the lv (left ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend of the lv pacing lead was rising.

Event description:
It was reported that the left ventricular (lv) lead exhibited a suspected lead fracture, along with high pacing impedance observed and capture failure at maximum output. The lv lead was inactivated and is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the lv lead also exhibited undefined pacing impedance.